Event description:
During a transseptal access procedure it was reported that the versacross rf pigtail wire perforated the left atrium wall. This event occurred after the wire had crossed the atrial septum. The wire was advanced into the left atrium while radio frequency energy continued to be delivered. The wire curled back on itself and perforated the left atrium wall. This caused an effusion, which was reversed using anticoagulation. The procedure was aborted. The patient spent 5 days in the hospital and went into renal failure during that timeframe. The patient then recovered and was discharged.